Event description:
The customer reported that a nurse plugged a bipolar cord into the monopolar output receptacle of the generator. The surgeon went into the surgical site with the bipolar forcep tips closed, creating a monopole, and when the closed tips touched the bowel, current went through tissue and burned the bowel. There was blanching to the pt's bowel. The site was over sewn and the pt is fine. The incident was recognized by the facility as a user error and the generator is not being returned to covidien for eval.

Manufacturer narrative:
(B)(4). The site indicated that the incident sample would not be returning for eval. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.